Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited high capture threshold and r wave amplitude variation. The lead was explanted and replaced. There were no patient consequences.